Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade ii. Later, healthcare professional reported "unexpected illness". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of oct/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.